Event description:
Patient additionally reported "I have decided to have them removed due to safety concerns for my body,"; "I have been under a lot of stress having these implants and the dangers of them in my body since receiving the recall letter."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
In response to FDA report number: mw5090841. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via regulatory agency, a left side rupture and ¿burning sensation, tightness in chest area¿. Patient additionally reported "loss of range of motion", not related to the device. Device has been explanted.